Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported aligners do not fit at all. The patient wants to switch to in-person care with an orthodontist. Per photo's provided the lower aligner is still not within normal limits.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.